Manufacturer narrative:
Analysis found that the handpiece failed the temp test and the motor assembly was damaged. Handpiece was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
Device returned for preventative maintenance. There was no patient involvement.